Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure (c-34 errors) was confirmed and reproduced on erbe connected to system. Logs confirming the fault occurred in the field. Visual inspection: the unit has no significant scratches or dents. The front bezel is in decent condition (c-34 error occurred during start-up and mono coag activation) erbe unit that was placed on a system and was run in normal mode. (Measurement value for hf voltage too small with on) found to be the root cause of the reported event. The complaint was confirmed based on the failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer reported getting continuous c-34 faults on the integrated electrosurgical unit (iesu). Tse reviewed the logs and confirmed the issue. Tse recommended bringing in the other system tower, if possible, to avoid any further faults. Customer stated the case was proceeding but would let staff know and call ended. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system which powered on without errors. Dvstat was contacted at least twice and was told the 2nd time it had already been called in. Troubleshooting was completed on the first call. The team ended up having to complete the procedure using alternative cautery. No port incision and no additional port placement was needed. No injury to the patient just a delay in completing the procedure. Dvstat was contacted right away prior to converting the procedure.